Event description:
Clinical study: fifty-one days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated was a 99% stenosed mid right coronary artery (mid rca). The lesion was predilated. Then the physician placed a taxus express2 8.8% 3.50x16 drug eluting stent in the mid rca. There were no complications. The pt was discharged the next day on plavix and aspirin. The pt expired. There was no autopsy. In the opinion of the physician the cause of death was a left main dissection, cardiogenic shock, during repeat angiogram for another lesion not previously treated. In the opinion of the physician the relationship to the target vessel is "not related."